Manufacturer narrative:
H3, h6: it was reported that during a total hip replacement surgery, the tip in a polarstem modular head for 21000662 fractured after impaction. No pieces fell into patient. The procedure was resumed, without any delay, using a smith+nephew back-up device. Patient was not injured as consequence of this problem. The complaint device has not been completely returned. A visual evaluation of the returned part was conducted, and it was concluded that there is a fracture at the distal end of the device where one piece is missing a review of the production documentation did not detect any deviation that could have contributed to the reported failure mode. The review of historical complaints for the alleged device revealed 14 additional similar complaints reported for the same batch, and 51 additional similar complaints for the same product number over the past 12 months with similar failure mode. Review of past corrective actions was performed. No further escalation is required. A review of the risk management documentation verifies the failure mode, occurrence and severity of the reported issue. There is no indication that the reported device failed to meet manufacturing specifications upon release for distribution. The root cause of the reported event remains undetermined. Normal wear and tear are known to contribute to the reported event. Additionally, repeated steam sterilization processes could contribute to an embrittlement. According to document "processing (cleaning, disinfection and sterilization) of instruments from smith+nephew orthopaedics ag" (lit. N°03389-en 1363 v3 11/19), all devices must be inspected and controlled for proper functioning after cleaning/disinfection. The need for further actions is not indicated. Nevertheless, smith+nephew will continue to monitor this device for similar issues. The returned device will be discarded.

Event description:
It was reported that during a thr surgery, the tip in a polarstem modular head for (B)(4).fractured after impaction. No pieces fell into patient. The procedure was resumed, without any delay, using a s+n back-up device. Patient was not injured as consequence of this problem.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Manufacturer narrative:
It was reported that during a total hip replacement surgery, the tip in a polarstem modular head for 21000662 fractured after impaction. No pieces fell into patient. The procedure was resumed, without any delay, using a smith+nephew back-up device. Patient was not injured as consequence of this problem. The device intended for use in treatment was not returned for investigation. A product evaluation was not possible. No batch number was communicated so the production history review was not possible. Due to an unknown batch number, the review of historical complaints was performed on product number basis only, revealing 51 additional complaints over the past 12 months with similar failure mode. Review of past corrective actions was performed. No further escalation is required. A review of the risk management documentation verifies the failure mode, occurrence and severity of the reported issue. Based on the available information it is not possible to investigate whether the reported device met manufacturing specifications upon release for distribution. The root cause of the reported event remains undetermined. Normal wear and tear are known to contribute to the reported event. Additionally, repeated steam sterilization processes could contribute to an embrittlement. According to document "processing (cleaning, disinfection and sterilization) of instruments from smith & nephew orthopaedics ag, all devices must be inspected and controlled for proper functioning after cleaning/disinfection. There is no need for further actions because of the limited information provided. Nevertheless, smith + nephew will continue to monitor this device for similar issues. This complaint will be reopened should additional information or the device be received.